Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was damaged upon removal from the packaging. The customer reported the sensor's protective cap was detached from the needle. The customer's blood glucose was normal and did not require medical treatment. The sensor will not be returned for analysis.